Event description:
Contact reported post op infection following spinal fusion procedure. Surgeon noted area of corrosion on implants. Revision procedure was performed to address this issue. Device 1. See also MDR 1524639-2009-00012.

Manufacturer narrative:
Two connectors were returned. Both were noted to have stains. These stains appear to by dry blood. No areas of "corrosion" were noted on these implants. These products are supplied to user non-sterile. No connection can be made between the pt infection and the depuy spine implants used in this case.